Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A medtronic representative reported that, while in a c5-t2 cervical spinal fusion, a 5 millimeter imprecision was observed. It was reported that two additional image acquisitions and a re-registration did not restore functionality. It was reported that the site had to slowly advance the probe to ensure accuracy. One screw could not be placed due to the imprecision. There was no known impact on patient outcome.

Manufacturer narrative:
Additional information: patient ID and weight provided. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.